Manufacturer narrative:
The actual sample was returned along with 39 other samples. Product from 16 different lots was also evaluated. One sample broke below the 50lb spec. Manufacturing tested 900 add'l samples; one separated below spec. Neither of the samples found to be below spec were from the complaint lot. Vendor feels an operator failed to remove connectors after a warning alarm sounded on the welding machine. The vendor modified their procedures and test methods to prevent recurrence. They have also ordered an equipment modification to eject questionable product. Co has initiated an incoming inspection for visual and functional requirements. No similar complaints have been received on this product. Please note that this report may be based upon info not yet verified by co to be complete accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or a serious injury or that one of its product has malfunctioned.

Event description:
The connector broke in 2 pieces while it was used in a pt being cared for in the ICU. The connector was used between a drainpack and a thoracic trocar with suction. As a result of the tube breakage, the pleural cavity may have been exposed to the outside enviroment.